Event description:
Customer reported set leaked at an unspecified location. Although requested, no further pt or event info was available.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the set was discarded. The model and lot# were not identified. Without the product and product info no analysis or review of the mfg database can be performed.